Event description:
It was reported to cayenne medical that a quattro suture needle snapped off in the patient, and subsequently lost. It was also reported that after 20 minutes of looking, including x-ray and arthroscopic imaging, it was decided to finish the procedure.